Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/detached. Service history identified the complaint was not related to a previous service of the device within the review period. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log shows 42224 error. Functional testing found that the primary problem was with a defective printed wire assembly (pwa). The pwa and dso seal were replaced.

Event description:
Analysis of the returned device found a damaged downstream occlusion seal and error 42224. There was unknown patient involvement. No patient harm/adverse event was reported.